Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter; occupation: ordering tech. 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating either deactivation of the carbon dioxide (co2) cartridge or that no activation of the co2 cartridge was initiated. The returned catheters did not present with any kinks or with any powder present inside the tubing. The device was visually examined and no damage or issues with the device were detected. The co2 cartridge was removed and found to be not punctured. When functionally tested and activation was attempted, the device was activated without issue and sprayed as intended with and without the returned catheters. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown because the device functioned as intended during our evaluation. When activation was attempted with the provided device, co2 cartridge, and activation knob, no issues were detected and the device sprayed as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use (IFU) states the following for instruction on activating the device: "activate co2 cartridge by turning red activation knob until it stops." The edge of the activation knob should be flush with the rim of the handle when activation is complete. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic procedure, the physician selected a cook hemospray endoscopic hemostat. It was reported that when the physician took the device out of the packaging, they [physician] tried to turn the handle to activate the co2 [carbon dioxide] and they couldn't get the cartridge to engage. The physician opened another of the same gpn [part number] and were able to use successfully. This occurred prior to patient contact, there was no impact to the patient.